Event description:
Pt rec'd 110.47 gy of therasphere via the right hepatic artery in 2001. Subsequently, a work-up for CABG surgery in 9/2001 found a 1.5cm mass in the fundus of the gallbladder and gallbladder wall thickening that was suspicious for infiltraing hcc or exacerbation of nodular thickening of gallbladder as a result of therasphere treatment. In 2002, the pt underwent an open cholecystectomy. The gallbladder was partially intraheptic with impacted stone or pile-up in top of gallbladder that was left intact for permanent section. The removed gallbladder was thick walled and scarred down with adhesions from duodenum and colon.

Event description:
Pt rec'd 110.47 gy of therasphere via the right hepatic artery in 2001. Subsequently, a work-up for CABG surgery in 9/2001 found a 1.5cm mass in the fundus of the gallbladder and gallbladder wall thickening that was suspicious for infiltrating hcc or exacerbation of nodular thickening of gallbladder as a result of therasphere treatment. In 2002, the pt underwent an open cholecystectomy. The gallbladder was partially intrahepatic with impacted stone or pile-up in top of gallbladder that was left intact for permanent section. The removed gallbladder was thick walled and scarred down with adhesions from duodenum and colon.